Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a reported granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of inflammation, skin irritation and use of device issue: "indications: juvéderm® voluma® with lidocaine is an injectable implant intended to restore volume of the face. Precautions for use: juvéderm® voluma® with lidocaine is not indicated for injections other than subcutaneous, upper-periostea, or into the deep dermis. The technique and depth of the injection vary depending on the area to be treated. Do not inject more than 2 ml per treatment area during each session. There is no data available regarding the safety of injecting greater amount than 20 ml of allergan dermal fillers per 60 kg (130 lbs) body mass per year. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology this product is designed to be injected into the deep dermis, subcutaneously, or in the upper periostea by an authorised medical practitioner in accordance with local applicable regulation. In order to minimise the risks of potential complications and as precision is essential to a successful treatment, the product should be only used by medical practitioners who have appropriate training, experience and who are knowledgeable about the anatomy at and around the site of injection. Juvéderm® voluma® with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Healthcare professional reported treating a patient that was injected with 10 ml of juvéderm® voluma® with lidocaine in the penis and again a month later with 5.0 ml of the same product in the same area. Six months later, the patient developed a granuloma that was "quite large." Patient was treated with kenacort a40 and hyalase on 3 occasions. The patient still has a "few lumps but was improving." This is the same event and the same patient reported under MDR ID #3005113652-2016-01005 ((B)(4)). This MDR is being submitted for the second injection with juvéderm® voluma® with lidocaine, also a device manufactured by allergan.